Event description:
It was reported that ongoing intermittent occlusion alarms occurred. There was no adverse impact to customer¿s blood glucose level. Reportedly, the customer continued to use the pump for insulin therapy.

Event description:
It was reported that occlusion alarms occurred. Reportedly, the customer failed to properly cycle the cartridge and was not removing residual air from cartridge. Tandem clinical support educated the customer on the proper load techniques. There was no adverse impact to customer¿s blood glucose level. Customer cleared alarm and resumed insulin to resolve issue.